Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the modular cable can be confirmed based on the photo submitted. A photo of the modular cable was submitted, which revealed that the outer jacket of the modular cable was missing, and tape had been applied to the terminus of the controller connector bend relief. Additionally, the bend relief was discolored yellow. A review of the submitted log files revealed that no unusual events were captured, and the device appeared to operate as expected at the set speed. The lot number of the modular cable was not provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 2 of this IFU explains how to replace the modular cable. Section 6 of this document cautions the user to avoid pulling on or moving the driveline. This IFU further emphasizes not to twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if the external damage is not visible. Damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Section 6 (under "caring for the driveline") also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 of this IFU provides additional instruction regarding the driveline in a sub-section entitled "what not to do: driveline and cables." Finally, section 8 explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. The heartmate 3 lvas patient handbook also contains information regarding how to clean and care for the driveline, including a section entitled "what not to do: driveline and cables." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was damage to the insulation of the white system controller power cable. The serial number was unreadable. Green liquid was leaking from the power cable. The insulation of the modular cable, which was in direct contact with the green fluid, had been completely degraded. The system controller and modular cable were replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.